Event description:
Pt brought to cath lab for scheduled r subclavian stent. Toward end of procedure, rabbe sheath pulled out of r radial for placement of terumo band (hemostasis device). When attempting to pull rabbe sheath out of r radial artery over supra core wire, sheath pulled apart with part of sheath left in pt. Pressure immediately held by scrub. A 300 cm supra core wire remained in broken sheath. Hemostasis obtained to puncture site. Per cardiologist, +2 ulnar pulse palpated. Pt denied any complaints at this time of procedure. Tr bands placed to r radial site and brachial area. Supra core wired fixed and secured with adhesive gauze. Per cardiologist, pt started on heparin gtt at 800 units/hr and given 1 gm ancef ivpb. Pt stable upon entry to cpu. Once sheath removed, remaining segment found to be approximately 51 cm (entire sheath 90 cm).